Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that their old stimulator stopped working to resolve symptoms 10-11 months ago so they had it replaced. Patient services documented reported issue.